Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. It was concluded that the clinical observations are a known inherent risk with use of this product. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited loss of capture (loc). Technical services advised significant loc led to heart rates in the 30s. The field representative did not observe any noise in unipolar or bipolar configurations. Loc could not be reproduced with isometrics. A chest x-ray was completed. The field representative reported the chest x-ray confirmed a lead migration. Subsequently, this lbb lead was explanted. Another lbb lead was implanted to complete this procedure. This lbb lead has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited loss of capture (loc). Technical services advised significant loc led to heart rates in the 30s. The field representative did not observe any noise in unipolar or bipolar configurations. Loc could not be reproduced with isometrics. A chest x-ray was completed. The field representative reported the chest x-ray confirmed a lead migration. Subsequently, this lbb lead was explanted. Another lbb lead was implanted to complete this procedure. This lbb has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.